Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(6) alleging that a one touch verio meter read inaccurately high compared to a lab test. The patient reported blood glucose results of "21.2 mmol/l" with a lifescan meter and "18.0 mmol/l" on a laboratory device, performed within 10 minutes of each other. It is unknown if there was any intervention between the two tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.